Event description:
It was reported that eight weeks after a replacement surgery, on (B)(6)-2012 due to normal battery depletion, the patient bent over and their system started to shock them. It was stated the patient¿s healthcare provider and manufacturer representative determined ¿it was the wires¿ and told the patient they should shut their stimulation off. It was noted the patient had a surgery to replace the wires in (B)(6) 2012.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v658629, implanted: 2012-(B)(6), explanted: 2012-(B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient product ID 3093-28, lot# v658629, implanted: 2012-(B)(6), explanted: 2012-(B)(6), product type lead, product ID 3093-28, lot# v658629, implanted: 2012-(B)(6), explanted: 2012-(B)(6), product type lead. (B)(4).